Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis. Visual inspection of the pump found that the lcd was smashed and unreadable. The plunger head was full of contamination. Review of device history log could not be performed due to read damaged lcd. During investigation it was found that the plunger head was full of contamination. The reported issue was caused by customer induced contamination.

Event description:
Information received indicating that smiths medical medfusion 3500 pump gave? Check plunger' message. The pump's force sensor failed. It was reported that the reported event did not occur while in use a patient.